Event description:
Customer reported that were cartridge fitting issues due to housing damage in the track. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.